Event description:
It was reported customer experienced inconsistent battery charging issue when using their current tandem cable. There was no adverse impact to the customer's blood glucose level. A courtesy tandem cable was organized and provided to the user, and after final follow-up, the user confirmed that the issue was resolved with the new cable.